Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device was found broken at the tip, fragment was not returned. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. No other issues were found. A dimensional inspection was performed from the tip of the device. The device does not meet the specifications which confirms again the allegation of the complaint. The overall complaint was confirmed as the observed condition of the 5.5 nav driver - shaft t20 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: specified dimensions: {tip} = {5.35 mm ± 0.15mm} measured dimensions: {tip} = {3.96 mm}. Device history a review of the receiving inspection (ri) for 5.5 nav driver - shaft t20, was conducted identifying that lot number mi122246 was released in one batch. ¿ batch1: lot qty of (B)(4) units were released on may 6, 2022 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from canada reports an event as follows: it was reported that on (B)(6) 2023 during an unknown procedure, the tip of the screwdriver in question sheared off in the head of the pedicle screw. The generated fragment was able to be removed without any additional medical intervention. The procedure was completed successfully with no surgical delay. There was no adverse patient impact. During investigation on april 4, 2024, an additional device had been sent back that upon visual exam appeared broken. This report is for a navigation enabled instruments expedium driver - shaft t20 5.5 (B)(4).